Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of perforation, as listed in the absorb gt1 instructions for use, is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a lesion with no tortuosity and no calcification in the mid right coronary artery (rca). The 3.5 x 18 mm absorb gt1 was deployed at the target lesion successfully with good results. Post dilatation was performed using a 4.0 x 12 mm nc trek to 18 atmospheres; however, a perforation occurred. A 4.0 x 16 mm graftmaster was used to successfully seal the perforation. The patient outcome was good. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.